Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardioverter-defibrillator exhibited a high voltage impedance alert on superior vena cava to can on (B)(6) 2018. Testing was performed. Trends were stable. Impedance was stable. No programming changes were made. The patient was stable and would be monitored.